Manufacturer narrative:
Failure to follow instructions (severe tortuousity).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. It was noted that evar was performed despite difficult patient¿s anatomy, severe tortuosity. It was reported that the cannulation of the contralateral gate could not be completed because the wire could not be delivered due to tortuosity of the vessel at the level of the flow divider. An attempt was made to cannulate by crossing over from the other limb, but failed. It was noted that surgical time was over 4 hours. An endurant 28 aortic cuff was implanted converting the bifurcated stent graft to an aui configuration into the right ipsilateral limb and a femoral-femoral bypass was performed. The blood flow was restored. The physician stated that the cause of the event was anatomy related; specifically, the proximal neck was 5cm and the flow divider just reached the distal neck which led to kinking of the device near the flow divider. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.